Event description:
It was reported that patient underwent left total knee arthroplasty in 2009. Subsequently, a revision was performed four months later, due to infection and components were removed and replaced.

Event description:
It was reported that patient underwent a revision procedure in 2009 to exchange poly component because of cellulitis that developed after a total knee surgery that was performed the mont prior to revision. Subsequently, another revision procedure was performed four months later, due to infection and all components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot was sterilized and released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The lot number (323850) identification was able to be obtained from the user facility through additional follow up attempts. Therefore, the expiration date of the product and manufacture date were able to be provided.

Event description:
It was reported that patient underwent a revision procedure in 2009 to exchange poly component because of cellulitis that developed after a total knee surgery that was performed the previous month. Subsequently, another revision procedure was performed four months later, due to infection, and all components were removed and replaced.

Manufacturer narrative:
Event description - corrected to reflect that the poly bearing component that was removed, was actually implanted in 2009.lot number & expiration date- the lot number originally reported on the maude event report was incorrect and the lot number information reported on the initial medwatch was obtained from an invoice billed to the user facility. It cannot be conclusively determined that the part/lot combination obtained from the invoice is what was implanted in the patient this adverse event report has been filed on. Therefore, the expiration date is also unknown.device manufacture date - the proper lot number identification was not available and the manufacture date could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certificate shows that lot met sterile specifications. There are warnings in the package insert that state that this type of event can occur. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. This report filed november 16, 2009.